Event description:
The manufacturer received information alleging a bipap a40 shut down and the patient expired. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer received information alleging a bipap a40 device shut down and the patient expired. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The device was tested and was found to operate and alarm to design specifications. The customer's complaint was not confirmed. An external and internal visual inspection of the device found evidence of contamination from an external source throughout the airpath of the device. The manufacturer concludes the device operated and alarmed to design specifications. The device did not cause or contribute to the patient's death.

Manufacturer narrative:
Section h10 has been corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap a40 device shut down and the patient expired. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The device was tested and was found to operate and alarm to design specifications. The customer's complaint was not confirmed. The external and internal aspect of the device was evaluated and the manufacturer observed evidence of dark-colored throughout the device airpath including the reusable gray foam filter, air inlet port, and blower assembly. The locations of these contaminants indicates the bipap was being used in an environment containing this contaminant. This contaminant entered the airpath of the bipap and contaminated the airpath. The manufacturer concludes the device operated and alarmed to design specifications. The device did not cause or contribute to the pateint's death. The manufacturer observed evidence of dust contamination are consistent with being from an external source.